Event description:
It was reported that during a code, the unit would not pace correctly, and at times, error 0004 occurred. It was also noted the device was not involved in a patient medical complication, however, it did not help during the code. The problem could not be duplicated at the hospital.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not duplicate the reported event. No electrical anomalies were observed. The only visual anomaly observed was a compressed battery contact, which is not likely related to the reported behavior. The reported behavior can be caused by pressing any key before the power on self-test completes, which is stated in the technical manual.